Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 500 mg/dl. Customer also stated that the insulin pump was unable to rewind the insulin pump after not being able to get insulin delivered. Customer decline troubleshooting for high blood glucose and for no delivery. The product will not return for the analysis.